Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent a repair of recurrent incarcerated ventral hernia with mesh, at which time the surgeon noted "mesh was very loose and protruding through the abdomen" and was explanted. No medical records have been provided; however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent incarcerated umbilical incisional ventral hernia repair. As reported, a bard/davol ventralight st w/echo mesh, reference number (B)(4), lot number huyg1216 was implanted in the patient during this repair. On (B)(6) 2017: the patient underwent a repair of recurrent incarcerated ventral hernia with mesh. As reported, upon entering the patient's abdomen, the surgeon noted "[t]he patient has a failed mesh repair and the mesh was very loose and protruding through the abdomen." As alleged, the bard ventralex st w/echo mesh implanted in the patient failed to reasonably perform as intended, and had to be surgically removed necessitating further invasive surgery to repair the very issued that the product was intended to repair, and thus provided no benefit to the patient. As alleged, the patient has been injured, stained severe and permanent pain, suffering, anxiety, depression, disability and impairment due to the alleged defective bard ventralex st w/echo mesh.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent a repair of recurrent incarcerated ventral hernia with mesh, at which time the surgeon noted "mesh was very loose and protruding through the abdomen" and was explanted. No medical records have been provided; however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Based on the limited information provided at this time, no conclusions can be made. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year post implant of ventralight st w/ echo, patient was diagnosed with hernia recurrence and mesh migration thereby underwent hernia repair. Per op notes, "the mesh was very loose and protruding through the abdomen." The instructions-for-use supplied with the device list migration as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, b4, b5, b7, d4 (UDI no), e3, g1, g3, g6, h2, h6, h10, h11. Corrected field: h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent incarcerated umbilical incisional ventral hernia repair. As reported, a bard/davol ventralight st w/echo mesh, reference number 5955810, lot number huyg1216 was implanted in the patient during this repair. (B)(6) 2017: the patient underwent a repair of recurrent incarcerated ventral hernia with mesh. As reported, upon entering the patient's abdomen, the surgeon noted "[t]he patient has a failed mesh repair and the mesh was very loose and protruding through the abdomen." As alleged, the bard ventralex st w/echo mesh implanted in the patient failed to reasonably perform as intended, and had to be surgically removed necessitating further invasive surgery to repair the very issued that the product was intended to repair, and thus provided no benefit to the patient. As alleged, the patient has been injured, stained severe and permanent pain, suffering, anxiety, depression, disability and impairment due to the alleged defective bard ventralex st w/echo mesh. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with incarcerated umbilical incisional ventral hernia thereby underwent laparoscopic repair with the implant of ventralight st w/ echo. Per operative notes, ¿a ventralight st w/ echo was rolled up into the abdominal cavity and tacked.¿ (B)(6) 2017 - patient was diagnosed with incarcerated recurrent ventral hernia thereby underwent hernia repair. Per operative notes, ¿the hernia sac was excised along with the preperitoneal fat was removed, and the mesh was very loose and protruding through the abdomen. A piece of synthetic mesh was placed.¿ attorney alleges that the patient had hernia recurrence, mesh migration, mesh protruding through the abdomen, pain and suffering.